Event description:
Customer reportedly obtained results of 181 mg/dl and "hi" within 10 minutes on the same device. Customer's memory reports a result of 183mg/dl instead. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.